Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar devices are sold in the united states by b. Braun medical, inc. Primary unique device identifier (UDI) # for similar device: ((B)(4). Premarket submission # k092313, k172831, k191910. General information: complaint: (B)(4). Information to the sample: model: perfusor space, article number: 8713030, serial number/batch: (B)(6), software version: 688n030005, hours of operation: 9390, further information: n/a, investigation results: history inspection: the device history files were read out and analyzed. The customer specified (B)(6) 2025 as the date of the incident. (B)(6) 2025 at 23:52 an ops 50ml syringe was selected. The syringe was filled to approx. 49,9ml. Drug short name was norepi5 selected. The therapy with dose calculation 0,1mg/ml was started with a flow rate of 5ml/h at 23:52. The hint syringe near empty alarm appeared at 12:37 ((B)(6) 2025). The therapy was terminated by a syringe change at 12:37. The therapy therefore ran for 12 hours and 54 minutes. 48.77ml were infused in total. No abnormalities can be found in the device history files. Visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the technician seal on the lower housing were intact and undamaged. The device shows normal signs of use. No damage is visible. Functional inspection: a functional test was performed. The device passes the self-test. A ops 50 ml syringe was inserted, and the pump identified the syringe, and it could be selected from the menu. It was possible to put the pump in operation. Individual inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0.06%. Accuracy of set delivery rate should be ± 2 % according to iec/en 60601-2-24 a deviation from other devices could be determined on the basis in the linear conveying. The pump was therefore forwarded to our development department.(2025-03-07) disassembling: due to the deviation in linear conveying, the disassembly was carried out by our development department. The opening of the perfusor did not show any obvious damage. An increased axial play of the drive unit was observed. As the drive unit is the main system impacting the accuracy of the flow rate, this system was subject to all following analysis. Drive unit shows a significantly increased axial play. Disassembly of the drive unit revealed damage of the part drive carrier (B)(6), which connects the drive arm with the spindle. The measurement of the part drive carrier (B)(6) and the comparison to the drawing showed the following deviations of up to 0,5 mm. The deformation of the drive carrier was caused by high loads on the drive head. Such loads are typical for a drop of the device or damage by collision. Judgment: the complaint could be confirmed. Due to the deviation in linear conveying, the disassembly was carried out by our development department. A drop of the device or damage by collision at the client caused severe damage to the perfusor drive unit. The deformation of the drive carrier caused by high loads on the drive head led to a loose connection between the drive head and the spindle. The movement of the spindle was not correctly transferred to the drive head and thus to the syringe anymore. Periodic deviations in flow rate corresponding to a full rotation cycle of the spindle were caused. These deviations were especially visible when a large syringe with low flow rate was used for the therapy, leading to slow movement of the drive unit.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar devices are sold in the united states by b. Braun medical, inc. Primary unique device identifier (UDI) # for similar device: (B)(4).

Event description:
According to the customer: "during the course of therapy on the ward, a critically ill patient experienced unexplained fluctuations in blood pressure. After ruling out many potential sources of error, only the syringe pump remained. The pump does not deliver linearly over time but produces flow rate fluctuations that manifest as blood pressure variations. Switching to another device resulted in immediate and lasting improvement. Potential harm or endangerment to the patient cannot be ruled out."